Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that the patient underwent a mitraclip procedure to treat a degenerative mitral regurgitation (mr) grade 4 with restricted posterior leaflet. The clip delivery system (cds) was advanced in the patient and the leaflets were grasped at the center of a2/p2 . During the second establishing final arm angle (efaa) test, the clip opened 5-10 degrees. However, there was no visible regurgitation noted through the clip on imaging and the clip was deployed. After detaching the clip from the cds, the clip opened to 30-40 degrees and the mr increased back to a grade of 4. The clip remained stable and the procedure was ended. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open while locked could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. The unchanged mr appears to be related to the procedural condition of the clip opened while locked. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the unchanged mr. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).codes removed, return device status update. H6 health effect-impact code 2199 removed.